Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 200 mg/dl to 400 mg/dl. The customer states they were a cancer patient and were getting off steroids. The customer attributes the highs to the medicine. The customer states three of her sensors were not sticking and had issues with serter. The customer was advised the sensors would be replaced.